Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump stopped and alarming with a double beep. The line was clamped, and the cassette was removed. The tubing was massaged and air was noted. They reconnected the cassette and the pump was alarming no disposable pump will not run. They removed and reconnected the cassette again and tapped on hard surface, but it continues to alarm no disposable. The pump had been powered off. The line was clamped and a continuous infusion rate of 3.3 ml per hour had been programmed, with a total reservoir volume of 10 ml and a given volume of 140 ml. The event occurred while in use with patient at patient's home. There was no patient harm/adverse event reported.

Manufacturer narrative:
D3 - mfg establishment name: corrected. H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.